Event description:
On 28/nov/2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was experiencing discomfort and was previously hospitalized with pneumoperitoneum as peritonitis was ruled out. The nurse was placing a call to customer support requesting a replacement cycler due to a report that the patient has been experiencing air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. The nurse stated the patient primes the fresenius cassettes several times but that the air bubbles do not go away. Additional follow-up was performed with the reporting pd nurse. With respect to the patient¿s prior hospitalization, it was reported the patient was experiencing right upper quadrant abdominal pain. The patient was admitted to the hospital on (B)(6) 2023 and peritonitis was ruled out. Additionally, per the nurse, the patient had an ultrasound that was also negative for any finding. The patient continued pd therapy in the hospital (details not provided) and was subsequently discharged home on (B)(6) 2023. Per the nurse, the patient did not require any other medical intervention during this hospital course. However, the patient¿s symptom of right upper quadrant abdominal pain persisted after hospital discharge prompting the patient to go to the emergency room (ER) on (B)(6) 2023. The nurse indicated this was when the patient¿s pain was attributed to air (pneumoperitoneum). Although, the nurse was not aware of how this diagnosis was established. Regardless, the patient reportedly did not receive any medical intervention and was not admitted to the hospital. On (B)(6) 2023, the patient was seen in the pd clinic (the day the initial call to customer support was made). The nurse indicated the patient was observed on the pd set up procedure on the clinic¿s fresenius cycler. During this observation, it was discovered that the patient had errors in the set up procedure. Per the nurse, the patient was re-educated on proper set up steps and upon return demonstration on the clinic¿s cycler/ cassette it was observed that the cassette (lot number unknown; product discarded) had air bubbles. The nurse stated this is when the patient mentioned that she also experiences air bubbles at home when setting up with her home cycler/cassettes ((lot number(s) unknown; products discarded) prompting the nurse to call customer support to request a replacement cycler.